Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. The device was evaluated and the reported condition that the outer hose of the handpiece motor device was blown out was confirmed. An assessment was performed and it was visually observed that the hose assembly had a hole in the outer hose approximately three inches proximal of the swivel assembly, consistent with having ruptured. It was noted that the outer hose carries the return air back from the handpiece to the hose muffler to exhaust. The outer hose can be restricted by occluding it (e.g. Stepping on, leaning on, clamping on, etc.) Causing air pressure to build. If the outer hose is restricted, the air pressure can be relieved by the pressure relief valve (prv) if the occlusion is proximal of the prv. However, if the outer hose is occluded distally of the prv the pressure cannot be relieved and the outer hose can rupture from pressure build-up. The cause for the occlusion could not be determined but would have occurred distally of the prv. The assignable root cause of the occlusion and subsequent rupture of the hose was determined to be caused by user error. A review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that during maintenance check it was observed that the outer hose of the motor device had blown out. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.